Event description:
The article, ¿impact of pulmonary hypertension on outcomes after transcatheter tricuspid valve edge-to-edge repair¿, was reviewed. This research article is a retrospective multiple center experience to evaluate the association of pulmonary hypertension (ph) with outcomes after t-teer and shedding further light into the role of pre- and postcapillary ph in patients undergoing t-teer for relevant tr. Devices that were associated with the study were mitraclip/triclip systems and the non-abbott pascal device. The article concluded that ph is an important outcome predictor in patients undergoing t-teer for relevant tr. In contrast to previous studies, no significant differences were observed for patients with pre- and postcapillary ph in terms of survival free from heart failure hospitalization. The primary author of the article is lukas stolz, md marchioninistr. 15 d-81377 münchen, germany. Lukas.stolz@med.uni-muenchen.de. The correspondence author is jörg hausleiter, md marchioninistr. 15 d-81377 münchen, germany. Joerg.hausleiter@med.uni-muenchen.de. Phone: +49 89 4400 7236. The time range of the study was between 2016-2023. The study included 1230 patients with a mean average age of 77 and majority were female. Comorbitidies include: arterial hypertension, diabetes mellitus, chronic obstructive pulmonary disease, dyslipidemia, previous stroke, peripheral edema, ascites, jugular vein distension, prior myocardial infarction, chronic obstructive pulmonary disease, leads, atrial fibrillation, coronary artery disease, tricuspid regurgitation (primary, secondary and mixed), mitral regurgitation (primary, secondary and mixed), adverse events included: death (all-cause mortality), heart failure with hospitalization, increased pulmonary hypertension.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death, heart failure, unchanged tr, and hypertension. Death, heart failure, tr, and hypertension are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization was a result of case specific the patient effects required hospitalization. There is no indication of a product issue with respect to manufacture, design, or labeling. A2: mean age a3: majority gender b3: date of event was estimated. D4: the UDI is unknown as the part and lot numbers were not provided d6a: date of implant was estimated. The additional patient effect of death reported in the article is captured under a separate medwatch report. Literature attachment: article title ¿impact of pulmonary hypertension on outcomes after transcatheter tricuspid valve edge-to-edge repair¿.